Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor scan error and the ilet displayed no blood glucose readings until the device was power cycled, after which the user was instructed to allot time for reconnection. User experienced absence of continuous glucose readings with no reported adverse clinical symptoms. Outcomes included temporary interruption of automated insulin therapy pending restoration of glucose data. User support included troubleshooting and education, including rescanning the sensor and power cycling the ilet with a plan to monitor for recovery. Investigation of this case revealed a connectivity or data acquisition issue between the sensor and the ilet consistent with a sensor communication malfunction. It was concluded, based on previously established findings for similar reports, that the cause was probable user- or environment-related communication failure with the sensor system that was resolved with troubleshooting.